Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for analysis.

Event description:
A report of a pt's precision system explanted was received. The pt had an infection in his leg. The pt is doing well following the procedure.